Event description:
It was reported that high capture thresholds were observed on the left ventricular lead. It was capped and replaced during a generator changeout procedure. No symptoms were reported and the patient was fine following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.